Event description:
It was reported the 512sd was used during an unk procedure. It was reported by the affiliate the shield was not activated. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49504. D6: device returned with no lot ID. Based upon inquiry info rec'd, visual examination and functional test, the reported event was confirmed. One instrument was rec'd in good condition. The instrument was tested and would not arm as rec'd. The obturator handle was measured and found not to be skewed. The instrument was disassembled and found that the knife collar was not perpendicular to the safety shield, which would not allow the reset buttom to arm. The mfg business unit is aware of the reported incident.